Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for between 49 and 71 hours before the event occurred. The patient's caregiver reported that the pod site had become painful, red, and swollen with a small lump present. The pod was removed, and the affected site was cleaned. The caregiver called the doctor's office for advice and later the patient was taken to the hospital for evaluation for a skin infection. The visit lasted about an hour. The diagnosis was a localized skin infection, and the patient was prescribed oral antibiotics (4 tablets per day for five days; medication name was not provided). At the time of hospital visit, the patient was no longer wearing the pod that caused the reaction, a new pod was applied successfully. The original pod was discarded and not available for return. There was no impact to the patient's blood glucose.